Event description:
On 10/14/04, the pt contacted lfs, alleging that her one touch ultra meter would not power on. The medical affairs specialist spoke with the pt and her granddaughter on 10/06/04. On 10/06/04, the pt was unable to recall the details of the concern. She contacted lfs about on 10/04/04. The pt's granddaughter confirmed that the replacement meter from lfs was delivered on 10/05/04. The pt's granddaughter stated that her mother, the pt's daughter, would be the best source of info regarding the concern with the pt's meter. The mas left a message for the pt's daughter to call back and sent a letter to the pt on 10/7/04. In 2004, the pt alleged that her one touch ultra meter would not power on. She had last tested with the meter about two weeks before. She stated that she experienced symptoms of dizziness and feeling "woozy"; however, she was unable/unwilling to answer whether she attempted to test at the time she experienced symptoms. She took no actions and rec'd no treatment from her medical professional. The customer svc rep verified that the test strips were correct; the battery was correctly installed and had been replaced less than one yr before. The battery contacts were in good condition. The csr confirmed that the meter did not power on when the power button was pressed. The pt did not allege harm. Based on the info available, the pt did not experience injury or medical intervention due to the meter. Based on the troubleshooting conducted by the csr, there is an indication that the prod malfunctioned and that the event meets criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.